Manufacturer narrative:
Physio-control further evaluated the device and the battery. The battery had been depleted by the device that had excessive off current. The device was evaluated further and it was observed that the analog pcb assembly caused the excessive current. Physio-control then removed and evaluated the analog pcb assembly. It was determined that the cause of the reported issue was due to an inductor, designator l1, having an electrical short between legs 1-4 to 2-3. This electrical short caused the excess current and prematurely depleted the battery. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The battery that was in the device, was depleted. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A distributor reported to physio-control that the device of their customer would not power on anymore during a monthly test. The device had a service wrench and an empty battery charge indicator in the readiness display. There was no patient use associated with the reported event.